Event description:
Reference number (B)(4). Event occured in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion sets insulin flow blocked alarm event on (B)(6) 2026. The patient blood glucose level was 465 mg/dl and the patient was treated correction injection via multiple daily injection. The event occurred three or more hours after insertion. The insertion site was abdomen. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4).